Event description:
It was reported the patient had the device, catheter, and connector replaced. About 2.9 cm of the catheter plus connecter were removed due to a break in the catheter. No reason was given for replacement of pump. No patient symptoms were reported. No patient outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.